Event description:
During service and repair pre-testing the following malfunctions were observed on the foot control device; oil contamination, debris, damaged gauge and a damaged hose. These events did not occur during surgery. There were no injuries or medical interventions reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During service and repair pre-testing it was observed that the device had oil contamination, a damaged gauge and a hole in hose. Reliability engineering evaluated the device and the reported conditions were confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental report will be sent accordingly.